Event description:
A sensor error message was reported with the abbott diabetes care (adc) device. The customer reported being unable to start the sensor using either the built in reader or the application with message "no active sensor" being displayed, and, as a result, could not obtain glucose readings. As a result, customer experienced symptoms of hypoglycemia described as dizziness and fell on the floor. The customer was unable to self-treat, and ambulance was called. Upon arrival, the healthcare professional obtained an unspecified reading on hcp meter and customer was treated with glucose via IV for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.